Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) detected an atrial fibrillation with rapid ventricular response (af w/rvr) event as a ventricular fibrillation (vf) episode resulting in an inappropriate therapy being delivered to the patient. Follow up was conducted and no further information was ascertained at this time. The device remains in use. No further patient complications have been reported as a result of this event.